Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and no unexpected post-reset ram crc alarm alarms noted during testing. Unit passed displacement test. Hardware low level failures (variable 3) was present in the pump trace download and hardware low level failures (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Event description:
The customer reported via phone call that the insulin pump had a recurring pump error alarm during self-test. Blood glucose level at the time of the incident was not provided. Customer was able to clear the alarm and was able to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.